Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: it was reported the flushes are not designed to draw back. To aid in the investigation, one empty sample with the plunger rod-rubber stopper all the way down was received for evaluation by our quality team. A visual inspection was performed and no defects or imperfections were observed. The sample was then tested for sustaining force, which is the force applied to the plunger rod while moving downwards when expelling the saline solution, and the result was within specification. This product is not designed to draw back, so there is no testing for that symptom is available. It may be beneficial to contact your local bd sales, or marketing representative for additional product options. A device history record review was completed for provided material number 306547, lot number 1075510. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the sample analysis the symptom reported by the customer could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: this is off label use. It is recommended that the rcc contacts marketing to communicate to the customer the off label use and help them understand the application of this product.

Event description:
It was reported that the 10 ml bd posiflush¿ normal saline syringe experienced difficult plunger movement. The following information was provided by the initial reporter: I am being told flushes are not design to draw back, yet in my practice that is very standard. Our samples that were sent in were not tested due to blood. This site continues to report issues.